Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. As reported, a patient with an unknown edwards surgical aortic valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately 8 years due to degeneration leading to regurgitation and stenosis. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patient's age at implant and valve implant position.

Event description:
Edwards received notification that a patient with an edwards surgical valve implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approximately 8 years due to degeneration leading to regurgitation and stenosis. The patient presented with shortness of breath and chest pain. A 26mm transcatheter heart valve was successfully implanted within the surgical device with brilliant result. The patient was noted as to be discharged home.

Manufacturer narrative:
E1: address line 1: (B)(6). Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.